Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; scar tissue; small fluid filled sac with 40-45 ml of brownish colored fluid; cavity lined in a metallic looking shiny cyst-like material which communicated right down to the hip joint; not very much bony ingrowth on the cup that was removed. The information received does not change the MDR decision.

Event description:
Patient was revised due to pain. Report also noted that patient had a small amount of grayish fluid/soft tissue in the acetabular region.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.